Event description:
The customer reported that during the procedure the surgeon asked for an impact lf4318. When the device was connected to the generator it was not recognized. The surgeon then converted the procedure from laparoscopic to open hysterectomy to control the bleeding. This pt's status was changed to inpatient. The blood loss was more than usual and two units of packed red blood cells were transfused. The procedure time was extended from the typical hour and a half total time in the room, to a total in room time of 3 and a half hours.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample would not be returning for evaluation since the software upgrade has since been completed. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.